Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise on the atrial channel was observed when the patient presented in clinic. The lead was found to be programmed unipolar with high output. Noise was reproducible with isometrics. Capture/sense tests in bipolar were performed and found the noise was significantly reduced as well as the capture threshold. Programming changes were made and patient will have follow-up in a couple of weeks. No patient symptoms were reported.